Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide corrections to section, the UDI no. And to section, the 510(k) no.

Manufacturer narrative:
The actual device was not returned, however, four unused samples from the reported lot were returned to the manufacturing facility. Therefore, the investigation was based upon evaluation of the user facility information, the four returned unused samples, and retention samples from the reported product code/lot number combination. Visual inspection of the retention samples revealed no defects. Inspection of the angle of the safety shield was conducted and confirmed to meet manufacturer specification. Activation of the safety shield was conducted and confirmed to meet manufacturer specification. Breakage resistance test was conducted and revealed no defects. Visual inspection of the returned four unused samples revealed no defects. Inspection of the angle of the safety shield was conducted and confirmed to meet manufacturer specification. Activation of the safety shield was conducted and confirmed to meet manufacturer specification. Breakage resistance test was conducted and revealed no defects. Functional testing was conducted on both retention samples and the four returned unused samples and could not reproduce the reported defect. The investigation results verified that the four unused samples and the retention samples were the normal product. There is no evidence that this event was related to a device defect or malfunction and the exact cause for the reported event cannot be definitively determined. A review of the manufacturing and inspection records of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file for the past two years was conducted and found eight similar complaints. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo medical products (hangzhou) co., ltd. (Manufacturer) registration no. 3004102031. Exemption number e2015024. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a needle stick with the involved device. Follow up communication with the user facility confirmed the following information: they hate them and had a needle stick incident this morning using them; staff was doing a stick and the cap did not retract, it stuck to the staff gloves causing her to be stuck; and she is ok, however she was stuck with a used needle so the doctor sent her for routine tests. Additional information was received on 5/8/2017. It was reported that the facility received this product in error, and typically use the retractable closure blood collection set. The facility reporter was training another cna to use the new product, when the event occurred. She was attempting to close the safety sheath- post draw. Facility reporter stated that they are so flimsy she had to hold the needle and sheath together to try and activate, otherwise the safety sheath would move off to the side, and that is when she was stuck by the needle. She had post exposure blood testing per facility protocol for used needle stick and she returned to work and is awaiting test results.